Manufacturer narrative:
Brand name: heartware ventricular assist system: battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2020 / serial or lot#: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun, mfg date: 01-nov-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed that the controller exhibited an unexpected power loss and the batteries exhibited a communication error. The controller and batteries remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental is being submitted for additional information. ###additional products: additional products: (B)(6) ¿battery h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿battery h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: one (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances involving (B)(6), (B)(6), and additional batteries, where the batteries relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. Additionally, review of the alarm log file revealed one (1) critical battery alarm due to a communication error involving (B)(6). Review of the event log file revealed nineteen (19) controller power ups events with associated pump start events logged between (B)(6) 2021 and (B)(6) 2021. Several momentary disconnections were noted leading up to several of the losses of power. As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. A power source lubrication procedure was performed on two associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence the lubrication servicing was performed on (B)(6) and other associated batteries. As a result, the reported event was confirmed. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.